Event description:
It was reported to boston scientific corporation that a pneumatic inflator was attempted to be used during an esophagogastroduodenoscopy (egd) with pneumatic dilation procedure in the gastroesophageal junction performed on (B)(6) 2025. During the procedure, the pneumatic hand pump was prepared and connected for balloon insufflation. During the insufflation step, multiple pumping attempts were made however, the manometer dial did not register any pressure, and the needle remained at zero throughout. Due to the lack of pressure indication and uncertainty regarding balloon inflation, the pump was removed from use to mitigate any risk to the patient. The procedure was completed with another pneumatic inflator and with the same rigiflex dilatation balloon. Following the procedure, the defective pneumatic pump was tested. All luer fittings were checked for tightness, and the gauge was lightly tapped to assess for needle movement. No leaks, hissing sounds, or balloon expansion were observed during this testing. The gauge continued to show no response. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results. The returned pneumatic inflator was analyzed, and a visual inspection observed the indicator pointing at 20. The indicator remained at 20 during and after inflating a balloon. No inflation problem was noted during functional test. Upon disassembling the handle, it was observed that the spring shifted from its position which caused the indicator to point at 20. Once pushed back to its allocated position the indicator was pointing at zero. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurate was confirmed. The returned pneumatic inflator was able to inflate a balloon. However, the indicator remained at 20. It was found that the spring inside the handle was displaced, once fixed the indicator was pointing at zero. Based on all gathered information, the most probable cause code is cause traced to component failure, which indicates that the problem is a random or expected problem of the device component, in this case the spring shifted from its position.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was attempted to be used during an esophagogastroduodenoscopy (egd) with pneumatic dilation procedure in the gastroesophageal junction performed on (B)(6) 2025. During the procedure, the pneumatic hand pump was prepared and connected for balloon insufflation. During the insufflation step, multiple pumping attempts were made however, the manometer dial did not register any pressure, and the needle remained at zero throughout. Due to the lack of pressure indication and uncertainty regarding balloon inflation, the pump was removed from use to mitigate any risk to the patient. The procedure was completed with another pneumatic inflator and with the same rigiflex dilatation balloon. Following the procedure, the defective pneumatic pump was tested. All luer fittings were checked for tightness, and the gauge was lightly tapped to assess for needle movement. No leaks, hissing sounds, or balloon expansion were observed during this testing. The gauge continued to show no response. There were no patient complications reported as a result of this event.